Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5866-37m, adaptor, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the unipolar right ventricular (rv) lead was programmed to bipolar sensing which caused oversensing. The lead was programmed back to unipolar and remains in use. No patient complications have been reported as a result of this event.